Event description:
It was reported that during the implant procedure when measuring the thresholds on the right ventricular lead the patient had pulseless electrical activity resulting in asystole. An echocardiogram showed no anomalies; the root cause could not be determined. A temporary pacemaker was placed and the procedure was abandoned. The patient was transferred to intensive care unit. The patient was reported to be in stable condition; a new device was implanted a few days later.

Manufacturer narrative:
(B)(4).